Event description:
Customer called on (B)(6) 2011 reporting that she noticed a bloody leak after getting a laser offset error on the beckman coulter lh 750 hematology analyzer. Customer reported noticing the leak on the left side of the instrument although customer was unable to locate the source of the leak. Customer noted that the leak appeared to be a mixture of diluent and blood. Customer was wearing proper personal protective equipment at the time and was not exposed to the leak. No injury or change to patient treatment was reported as a result of the leak. Field service engineer (fse) was dispatched and found a clot in the flow cell which caused the sample line to come off. Fse cleared the clot and replaced the tubing between differential mix chamber and the flow cell. Root cause for the leak was determined to be a clot in the flow cell which caused the sample line to come loose.

Manufacturer narrative:
Field service engineer (fse) was dispatched and found a clot in the flow cell which caused the sample line to come off. Fse cleared the clot and replaced the tubing between differential mix chamber and the flow cell. Root cause for the leak was determined to be a clot in the flow cell which caused the sample line to come loose. (B)(4).